Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the patient underwent stenting of the proximal cx and distal lad with two xience stents. Eight months later, the patient expired. Cause of death not reported. No additional event or patient information available.

Manufacturer narrative:
The second xience v coronary stent system is being filed under the same MFR number. Results and conclusion summation - product performance engineering reviewed the incident. Death, as listed in the xience v instructions for use is a known adverse event associated with coronary stenting. Death is not necessarily an indication of a product quality issue and in this case, there was no report of any device malfunction at the time of the stent implants. However, a conclusive root cause for the reported patient effect, and the relationship to the device, if any, cannot be determined.